Manufacturer narrative:
An inspection of the device was held. The device operated without incident. No signs of an explosion were present. The device works properly.

Event description:
Claimant was sitting in the lift chair in her home in assisted living facility operating the hand control device, when without warning the chair exploded, landing her across the room knocking her unconscious.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Claimant was sitting in the lift chair in her home in assisted living facility operating the hand control device, when without warning the chair exploded, landing her across the room knocking her unconscious.